Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. Five days after onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with ceftazidime (fortaz) intraperitoneally for approximately one week (specific dates of duration, dosage, and frequency not reported) and cefazolin (ancef) intraperitoneally for approximately one week (specific dates of duration, dosage, and frequency not reported) for the peritonitis event. On an unknown date in the same month this report was received, dianeal and extraneal therapies were discontinued and the peritoneal dialysis catheter was removed. On an unknown date in the same month this report was received, the patient was switched to hemodialysis therapy. After an unknown number of days of hospitalization, the patient was discharged from the hospital and was in a rehabilitation facility at the time of this report. The patient was recovered from the peritonitis. No additional information is available.